Event description:
Ems call for cardiac arrest. Pt found with citizen CPR, pulseless and apneic. Pt initial rhythm v-fib. Zoll m-series AED/monitor/defib/pacemaker placed ont pt using hands-free pads. Device would not discharge defibrillatory shock after several attempts. Pt rhythm degraded to asystole before another monitor could be placed on the pt. Pt was field rescusitated and had a pulse at the emergency room. Unk if the pt has survived entire event. Fault codes and error messages replicated after the incident using a rhythm simulator. Device still would not discharge appropriately.